Event description:
Complainant alleged that the medics were attempting to monitor a pt (age and gender unknown) while transporting, but when the ambulance hit a road bump the device shut down. The device then powered back on and the medics were able to monitor the pt during the remainder of the transport. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.